Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 7 months. Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas device and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas device and no further issues have been reported at this time. The heartmate 3 lvas IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also cautions the patient to stabilize their driveline at all times to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site, which can increase the patient¿s risk of getting a serious infection. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regard to preventing infection. The patient handbook also instructs the patient to call their hospital contact immediately if any signs of infection at the driveline exit site are observed. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that patient was sent for evaluation for driveline infection and ruled out abscess. The patient has had driveline infection which has grown pseudomonas aeruginosa. The patient reported that they had increasing abdominal pain around their driveline insertion site. The vad coordinator was concerned for an abscess and was requested for patient to be seen in the emergency room for an ultrasound. Subject was admitted to h5 for monitoring and started on vancomycin and cefepime and was discharged (B)(6) 2018 on cipro for 2 week course. Plan of care was to follow up with infectious disease as an outpatient. No further information was provided.